Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to this reported event. Additional information was requested, including that the device return for analysis. Should additional information become available a supplemental report will be sent. Device discarded at site.

Event description:
The aortic bifurcation was steep, and the first insertion with the turbohawk went well. After removing the turbohawk the nosecone was disconnected from the catheter and was only held together by a wire. No injury to the patient was reported.